Event description:
Reporter stated the following results were received within 1 minute on an inform ii system for the same patient: 18 mg/dl and 148 mg/dl. No adverse event was reported. The alleged product was requested for evaluation.